Event description:
Endocatch bag plastic fragment detached from device and was retained inside patient during laparoscopic appendectomy. Operating room tech noticed plastic in patients abdomen on the monitor prior to closure. Full piece was removed by surgeon. No retained foreign bodies prior to closure. FDA safety report ID# (B)(4).